Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The user facility responded to our good faith effort(gfe) request via email on 27-may-2021, we confirmed that the patient was able to go home after the procedure that day. In this case, the image disappeared during the endoscopy, and the image returned to normal after changing the processor. The failure of the processor, the connection failure between the scope and the processor is assumed that occurred. During time to boot the processor normally, endoscopic procedures were suspended, but there was no report of adverse event. As result of conducting the second good faith effort(gfe) to the customer via email on 09-aug-2021, we found that the device waiting time leading to the delay was 10-15 minutes and also confirmed that the processor was working fine. Evaluation summary: the scope was returned; however, the processor was not returned because of no failure occurred. We checked the returned unit and confirmed that the fluid damage from the bending rubber, the insertion flexible tube (ift), the light guide cable, and the remote button. In addition, we confirmed that the distal body chip and the lg prong top assy looseness; however, these are not related to the alleged complaint. It is random failure. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. No video image-lost picture during procedure. Patient was sedated but the delay during the procedure required the scope to be in the patient longer while we found an alternative processor to use to see if it was the scope or the processor. We were able to get the picture back after getting a different processor which we had to reseat the scope several times before the picture came back. The initial processor we tried to reseat the scope and also turn it on and off without any success.